Event description:
In 2005, the pt was implanted with a vented electric left ventricular assist device (lvad). The transplant coordinator contacted the manufacturing reporting that while prepping the pt for transplant, betadine solution was accidentally poured over the vent filter and the rate control fault alarm sounded and the pump defaulted to basal rate mode, 40bpm. The pt's flows went from 5.8lpm to 3.3lpm. The manufacturer explained to the transplant coordinator that the low flow state would not be satisfactory for the pt if it was for a very long time. The manufacturer also explanted that the best thing would be to place the pt on the pneumatic drive console to re-establish an adequate flow. During this conversation, the alarm stopped and flow was restored. The transplant coordinator said that they would go to the pneumatic drive console if this happened again before the pt went on bypass.